Event description:
The patient further reported that her pump had malfunctioned and she was within eight hours of dying. The patient was placed on a respirator and spent a month in intensive care and another month in another hospital. The patient then went back to the hospital for some ¿rugged¿ therapy.

Event description:
Additional information received reported the patient experienced ¿injuries¿ caused by a defective device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced symptoms of respiratory failure and was hospitalized. Per the health care provider the pump volume was greater than the volume removed. Telemetry showed 10.6 ml remaining in the pump; the pump volume was 0 ml. It was indicated that the pump was the cause of the event and the pump was shut off (B)(6) 2011. The pump and catheter were explanted per the patient's request. The patient outcome was noted as recovered without sequela. The pump was used to deliver morphine and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a delivery failure resulting in injuries of hospitalization, surgery, and overdose.

Manufacturer narrative:
Catheter model # 8598a, lot # n248165005, implanted on: (B)(6) 2010, explanted on: unknown. Catheter model # 8596sc, lot # n269732001, implanted on: (B)(6) 2010 explanted on: unknown. (B)(4) personal therapy manager, serial # (B)(4). (B)(4).

Manufacturer narrative:
Analysis found that eos occurred due to time progression. If information is provided in the future, a supplemental report will be issued.